Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up. Upon interrogation of the implantable cardioverter defibrillator the programmer displayed an alert prompt "device parameter reset". All device parameters were unexpectedly reset. Programming interventions were made to restore the original device parameters. Diagnostic testing was performed to ensure capture and sensitivity. The patient was asymptomatic.

Manufacturer narrative:
Correction- previously reported g4 should have been 30 jul 2020 rather than 10 aug 2020.